Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. It was further reported that on (B)(6) 2016, in the middle of the night, customer's husband noticed the customer was "soaking wet and shaking" while she was asleep, but when he tried to perform a test, the meter would not turn on. Customer was transported, while unconscious, to the hospital where a reading of 19 mg/dl was received on a hospital meter. Customer noted she woke up in the hospital after being in a coma for four days. Customer was diagnosed with hypoglycemia and treated with an unspecified injection and an unspecified intravenous infusion. Her blood glucose was monitored throughout her hospitalization and on (B)(6) 2016 a reading of 178 mg/dl was received on a hospital meter and she was discharged to home. There was no report of death or permanent injury associated with this event.